Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection of device case and header noted no anomalies. The pacemaker had no telemetry. The device case was opened, and the battery voltage measured at 1.19 volt. Internal visual inspection noted no anomalies. The battery was removed and attached to an external power supply. The current drain measured normal. The battery was sent for additional testing. Detailed analysis found a depleted cell with no battery-related issue. Laboratory analysis was unable to determine the root cause because no malfunction discovered in the hybrid or the battery during testing.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was surgically explanted due to error message of device in safety mode, oversensing, bradycardia due to myopotential due to unipolar pacing configuration and increasing power consumption. The patient reported episodes of lightheadedness since (B)(6) 2024. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis. The complaint analysis complete.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was surgically explanted due to error message of device in safety mode, oversensing, bradycardia due to myopotential due to unipolar pacing configuration and increasing power consumption. The patient reported episodes of lightheadedness since august 2024. A new device was implanted. The explanted device is expected to be returned for a product investigation.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) presented for a routine device check. When the programmer wand was placed over the device for interrogation, the patient became dizzy and subsequently lost consciousness. An error code appeared on the programmer screen stating the device had gone into safety mode. The patient had reported episodes of lightheadedness since (B)(6) 2024. The patient was taken for a device replacement. It was noted the patient experienced bradycardia due to oversensing of myopotentials leading to pacing inhibition from the unipolar pacing and sensing safety mode settings. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0119. Upon receipt at our post market quality assurance laboratory visual inspection of device case and header noted no anomalies. The pacemaker had no telemetry. The device case was opened, and the battery voltage measured at 1.19 volt. Internal visual inspection noted no anomalies. The battery was removed and an external power supply was attached. The current drain measured normal. The battery was sent for additional testing. Detailed analysis found a depleted cell with no battery-related issue. Laboratory analysis was unable to determine the root cause because no malfunction discovered in the hybrid or the battery during testing.